Event description:
It was reported that the patient's blood glucose levels reached 336 mg/dl while wearing the pod between 24 and 36 hours. Bleeding during pod wear was also reported.

Manufacturer narrative:
Device was received with corrosion observed on the bottom battery and the mechanism rails. During the investigation, an internal leak was found in the fluid path due to a tear in the soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery. The pod was received with evidence of blood on the adhesive pad and in the soft cannula. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d2b - procode changed from unavailable to qfg.